Manufacturer narrative:
Concomitant products: product ID 3708260, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3888-33, lot # j0322198v, implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type lead; product ID 3888-33, lot # j0322198v, implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information reported that the patient returned to her doctor¿s office reporting that her pain was better. The peripheral stim was working to control her postoccipital cephalgia. If additional information is received, a supplemental report will be submitted.

Event description:
Additional information received reported that the ¿fine wires¿ of the neurostimulator became ¿fractious¿ and the doctor concluded that it should be replaced with an updated model. The patient wrote that after a rather long surgery, she had a new implanted neurostimulator with sixteen working connections on four leads. The patient¿s pain was abated again and she was off heavy pain medication. Refer to manufacturing report #3004209178-2013-14683 as the patient had an infection after replacement surgery.

Event description:
It was reported that during a replacement procedure on (B)(6) 2013, the physician had to replace one lead because it was broken. No additional information was available.